Event description:
It was reported that patient presented to emergency room after experiencing inappropriate shocks. Upon interrogation, it was found that patient's right ventricular lead exhibited noise oversensing. The lead was capped and replaced on 9 jun 2022. The patient was stable.